Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the available information, the root cause of the event could not be determined. The investigation is complete.

Manufacturer narrative:
A field service engineer checked the power cable, and no damages were found. The system was tested, and the error was not duplicated. The device history record was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Event description:
The user facility in norway reported that during the surgery, the system turned off when the button was pressed to switch to the I/a phase. It took approximately 30 minutes to connect a new pedal and for the surgery to continue. There was no patient injury.